Event description:
It was reported via the implant patient registry that this 19mm valve implanted in the aortic position was explanted at implant due to obstruction. As reported, this was a combined avr and CABG. As reported, it was planned single CABG to the right coronary. The patient had a very small annulus and during tying down the valve the left coronary ostia was obstructed. The explanted valve was replaced with a mechanical valve. The patient was noted as to be recovered after surgery. As per surgeon's opinion, there was no structural problem with the valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this report is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 19mm valve implanted in the aortic position was explanted at implant due to obstruction. As reported, this was a combined avr and CABG. The patient had a very small annulus and during tying down the valve the left coronary ostia was obstructed. The explanted valve was replaced with a mechanical valve. The patient was noted as to be recovered after surgery. As per surgeon's opinion, there was no structural problem with the valve.